Manufacturer narrative:
(B)(4): eval: results: (pt lesion/vessel morphology), (failure to deliver stent). Conclusion: (pt lesion/vessel morphology). Eval summary: the stent was positioned between the marker bands as per specification requirements. The eleventh proximal stent segment was raised, damaged and deformed. The thirteenth stent segment was deformed.

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 22mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in the proximal to mid rca. The lesion was reported to have been in a tortuous vessel and exhibited 85 - 95% stenosis, with calcification present. Despite numerous pre-dilations, resistance was encountered attempting to deliver the stent to the target lesion. Post removal of the integrity device, a hi-torque extra support guide wire and pre-dilation balloon were advanced. It was reported that the damage to the stent segment was observed during preparation of the stent prior to planned reinsertion of the device. The physician then successfully deployed three integrity stents at the lesion site. No pt injury occurred and no clinical sequelae were reported.